Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No related complaint received with return of device. Conclusion: failure observed during analysis. Final analysis found that the pulse generator exhibited an elective replacement indicator alert with a date stamp prior to its implant date. The device was set to its nominal settings. Electrical tests performed, indicated that the device exhibited normal device characteristics.

Event description:
This report is to advise of an event observed during analysis.